Event description:
Patient was implanted with rods, screws and locking caps at c3-c7 on (B)(6) 2012 for a posterior cervical fusion fixation. Patient presented to surgeon on an unknown date complaining of pain. Exam and x-rays taken on an unknown date revealed the left c7 screw was backing out. Patient was returned to the or on (B)(6) 2013 for revision surgery. The surgeon used a carbide drill to cut the rod at c7, and removed the screw, cap and end of rod. Reportedly the remainder of the construct remains implanted. The patient is reportedly recovering well. This is 3 of 3 reports for the same event, complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.